Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the hypotension was related to lengthening the pacing run by ramping the pacemaker during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Uncomplicated tao access was obtained in the usual and surgical fashion via hemi sternotomy, and an ascendra3 sheath was placed. A bav was performed with an edwards asc3 20x3 balloon while ramping pacing from 120, 140, 160, to 180bpm. The patient became hypotensive with systolic pressures in the 50mmhg range, but recovered with some pharmacological pressure support to 100mmhg systolically. A 26mm sapien valve was positioned 50:50 in the native annulus, verified angiographically. The pacer was again ramped from 120, 140, 160,to 180bpm with proper pressure drop systolically into the 40-50mmhg range. The pacing run took at least 30 seconds, as the cine run timed out, and the x-ray cine run was set for a 30 second maximum for image run. Post valve deployment the patients systolic bp was about 35-40mmhg and not improving. Pharmacological pressure support and epinephrine was administered by anesthesia with little effect on the hypotension. After several minutes CPR was started and it was determined by the proctor and the team to put the patient on cpb support. Arterial cannulation was obtained at the descending aorta at the sheath site. The asc3 sheath was removed and exchanged for a 22fr arterial cannula, with existing purse strings secured around cannula. A venous cannula was placed in the right femoral vein into the ra. The patient was continued on pharmacological and cpb support for approximately 20-30 minutes. Eventually the cpb support was slowly weaned down, and cpb support was discontinued, as the patient was maintaining a bp of approximately 132/82mmhg. Cannulas were removed and the aorta and venous cannula sights were closed in the usual surgical fashion. Tee revealed that the 26mm sapien valve was performing well with zero pvl, and zero ai. The patients ejection fraction had also recovered to about 50-55%. The patient left the room on mild pharmacological pressure support in stable condition to be transferred to ICU for extubation.